Manufacturer narrative:
(B)(4)

Event description:
It was reported that the power cable assembly was shorting out. A backup was available to complete the procedure. No patient or user impact was reported.

Manufacturer narrative:
There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product and a missing pin was observed. A functional evaluation revealed when connected to a test assembly, the test control unit did not recognize a test drill. The complaint was confirmed and the root cause has been associated with an electrical component failure. Factors that could have contributed to the reported event include an open or shorted internal circuit. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.